Event description:
A site reported having difficulties removing the transesophageal echocardiography (tee) probe from the pt's esophagus. The pt was reportedly taken to the gi/ir lab where removal was assisted under fluoroscopic imaging. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.